Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the t:lock disconnected from the patient line. Customer's blood glucose was 125 mg/dl. The customer changed the cartridge and was able to successfully resume insulin delivery.